Event description:
On 10-mar-2026, it was reported by a sales representative via (B)(4). That an ar-1844 tunnel notcher is bent. This occurred during use in a case with no patient effect. The case was completed using another device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.